Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump hit a metal bed frame causing the pump touch screen to become shattered. Customer is unable to interact with the touch screen due to missing pieces of glass. Customer's blood glucose was 185 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.